Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022, a 19mm epic supra was implanted. On an unknown date in (B)(6) 2025, the patient was diagnosed with endocarditis at a separate facility. The cause of the endocarditis is unknown. The patient was transferred and on (B)(6) 2025, the epic was surgically removed and replaced with a 19mm epic supra. The patient had no history of endocarditis and history of indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a non-sterile object.

Manufacturer narrative:
Explant due to endocarditis after two years of implant was reported. The investigation found that there was outflow thrombus on all cusps with microcalcifications. There was fibrous thickening on all three cusps. Cusp 2 was tethered in open position creating incomplete coaptation. Cusp 2 contained scattered calcified nodules which limited the mobility of the cusp. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the cause of reported endocarditis could not be conclusively determined, the thrombus and fibrous thickening noted could have limited the mobility of the leaflets. The cause of fibrous thickening and thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.